Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined as the customer declined completing the system check. Customer's blood glucose was 190 mg/dl at time of report.